Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient went to the physician¿s office yesterday and there was an incident. Per the reporter, they did not get the 40cc of baclofen into the pump and it went in subcutaneous. The patient ended up in the ER (emergency room) and was in the hospital right now. The reporter was inquiring if the company representatives ever come out to check the pump and catheter. No further complications were reported or anticipated.